Manufacturer narrative:
(B)(4). Date sent: 6/22/2023 . D4: batch # unk. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the tb12lt device was received with the tip of the sleeve broken. In addition, the piece of plastic from the sleeve was not returned. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # unk. Additional information was requested and the following was obtained: "was there any patient consequence as a result of the procedure being prolonged?: unknown". This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a trocar with a broken tip. Based on the photo the event described was confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the tip of trocar was noted broken while the nurse was checking the operation items. After confirming no pieces in patient, the surgeon completed the surgery. However, the surgery was extended for about 2 hours due to looking for the broken pieces.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.